Event description:
Via spontaneous call, patient reported that one of her cadd legacy pump is broken (serial number unavailable, she is not home). The metal parts on the top left-handed side of the pump (right next to the screen) are broken. There were no changes to screen, which displayed correct pump rate: she experienced sudden onset headache and flushing and switched to back-up pump yesterday, which is working fine. Replacement pump to be sent. No other information known. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved, replacement pump sent. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes was any medical intervention provided? Sudden or onset headache and flushing. Reported by (B)(6) by: caregiver.